Manufacturer narrative:
Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Hardesty da, mooney ma, hendricks bk, et al. Postoperative 30-day emergency department utilization after 7294 cranial neurosurgery procedures at a tertiary neuroscience center. J neurosurg. 2021:1-9. 10.3171/2020.8.jns202404   this study was a retrospective, single-center review of data for all surgical cranial procedures performed from july 2013 to july 2016 in patients who survived to discharge. The study was approved by the institutional review board of the participating medical center.   Reported events: 1 patient visited the ER due to infection.   1 patient visited the ER due to seizure. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event. See attached literature article.